Manufacturer narrative:
Batch review performed on 19 january 2021: lot 176186: (B)(4) items manufactured and released on 11-jan-2018. Expiration date: 2022-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is staphylococcus. The surgeon performed a washout and revised the poly 1 month after primary. The surgery was completed successfully.